Manufacturer narrative:
H3: analysis was performed for product: 9735825, lot number: 603003728. It was reported that there was no fault found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product: 9735521, lot number: 603003285. It was reported that there was no fault found. The returned side emitter powered on without any problems and displayed a green connection status. It was tested for two hours and remained fully responsive throughout the entire testing period. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d) other medical products in use during the event include: product ID: 9735825, serial/lot: unknown and product ID: 9735521, serial/lot: unknown. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were instances in which the electromagnetic (em) instrument did not respond, and changing the instrument did not lead to improvement. It was planned to address the issue by replacing the emitter and the interface. There was no patient involvement.